Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice display during dwell 4 of 4. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting the alarm. The tsr advised the hp to contact his nurse. During a follow up with the hp, it was revealed that the hp was not sure what caused the alarm, but he had notified his nurse already. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he had not noticed any loose connections, disconnections or defects on the supplies. Per hp, he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. A batch review was conducted on potentially associated lot (h10g16025) and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.